Manufacturer narrative:
Additional information has been requested of the reporter, but not received. According to the reporter, the device is not available for return. As the lot number is unknown, the associated device history record could not be reviewed.  The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Though requested, the product was not returned for evaluation. The investigation is ongoing.

Event description:
It was reported that during insertion of the intraocular lens (iol) into the patient¿s right eye, the islet ring at the optic/haptic junction broke. As a result, the lens was removed intraoperatively, which required enlargement of the incision from 2.4mm to ~3.0mm. The iol was cut in half and removed with forceps. A lens exchange using the same model and diopter lens was successfully performed. No sutures were required. Additional information has been requested of the reporter, but not received.